Event description:
Respiratory and cardiac arrest occurred at the patient's home. Chest compressions were started at the home and patient was revived after 25 minutes. Ed stated they thought the arrest occurred because of airway secretion issues. She was admitted to (B)(6) hospital on (B)(6) 2013. Reason for admission: recent episode of bronchitis with increased sputum production. A pca was with the patient when she stopped breathing, and had no pulse. Ems was called and compression started. She had 35 minutes down time. Transported to (B)(6) hospital after king airway was placed. Significant findings: CT scan showed marked cerebral and cerebellar edema, obliteration of the ventricles and sulci, and diffuse loss of grey-white differentiation. Evidence of uncal herniation. Hospital course: admitted to the ICU and further resuscitated with central line, pressors and volume. Clinical condition slowly improved until (B)(6) 2013 when she had significant tachycardia and hypertension. She began to put out nearly 200 ml/hr dilute urine. CT scan on (B)(6) 2013 confirmed herniation, though she remained with a few brainstem reflexes. Neurology at (B)(6) was consulted. Family wished to support her until brain death was declared. Patient was taken off support on (B)(6) 2013 and pronounced dead at 12:41. Please note event occurred at another facility: (B)(6).